Manufacturer narrative:
G4: premarket / 510(k) # k173284, k213593. Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure the catheter wrapped around a non-boston scientific (non-bsc) wire. Both the catheter and the wire were pulled out together. The procedure was completed with another of different device. No patient complications were reported.